Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that a male pt (pt) was in the cath lab with a severe myocardial infarction and was hemodynamically unstable. The intra-aortic balloon (iab) was inserted via the left femoral artery; the pt had tortuous vessels and the insertion was difficult. During the purge cycle, a hissing sound was noted and the intra-aortic balloon pump (acat 1 plus) was placed in standby mode. No alarm was noted, but blood was seen in the tubing before pumping was initiated. The damaged balloon was removed via the sheath by pulling through the sheath as much as possible. Then, the iab catheter was cut to allow release of air and blood before the rest was able to be removed from the sheath. The md is very experienced with iab insertions and knows it is not advisable to remove the balloon through the sheath, but the pt was unstable and he was concerned that he would not be able to control the bleeding if they removed the entire sheath. There was no pt death, injuries or complications. The pt was alive and stable in the intensive care unit (ICU) on iab therapy. Add'l info rec'd on (B)(6) 2011 from the sales rep stated that the pt is stable in the ICU although still with a very slow heart rate and low pressure.